Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection. It was observed, that the ultrasonic gastrovideoscope acoustic lens had a scratch, that reached the glue-layer. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the objective lens was confirmed. The cause of the damaged objective lens was attributed to stress of repeated use, external factors, or handling of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.